Event description:
The customer reported that the insulin pump would constantly go to threshold suspend. Customer she would wake up with high blood glucose. No blood glucose reading provided. Customer declined troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.